Event description:
A plate implanted for a left femur fracture, broke post-operative. Plate was implanted above a total knee replacement. Pt went to a rehab facility for the next 4 months. Plate fractured when pt got up from commode. Plate was noted as broken on x-ray. Surgeon decided to leave the broken plate in place due to pt's poor bone quality and added another plate and cerclage wire. Pt was released to a rehab facility. Pt died 9 days post-operative due to a blood clot.